Manufacturer narrative:
A correlation between the device and the report of a suspected ischemic stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device-1 year and 9 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with symptoms of unilateral weakness and aphasia and was diagnosed with an ischemic stroke. The patient was taken to interventional radiology (ir), but the clot was not able to be removed. Tissue plasminogen activator (tpa) was discussed but not initiated. The stroke was labeled as a modified rankin scale (mrs) 1. The patient was clinically stable. It was reported that the patient was non-compliant coumadin and inr lab draws. The patient¿s inr levels were labile. On 04aug2017, it was reported that the patient still had trouble with aphasia and was just a little slower with cognition. The patient was working with physical and occupational therapy, but could walk and use the affected arm. The patient was discharged to a rehabilitation center on (B)(6) 2017. No additional information was provided.